Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The wireless battery was evaluated and determined that the cause was the battery cell, and the battery cell required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.